Manufacturer narrative:
(B)(4).

Event description:
During a pulmonary vein isolation procedure, a pericardial effusion occurred. The ablation catheter was advanced to the left atrium via a patent foramen ovale and during ablation of the right pulmonary veins, the patient complained of chest pain. A transthoracic echocardiogram revealed a small pericardial effusion. Morphine and hydrocortisone were administered and the procedure was aborted. The patient was admitted to the ccu for overnight observation and then discharged. There were no performance issues with the catheter.

Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. Review of the log files revealed the device functioned as intended and there were no contributing anomalies. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with sjm specifications and procedures. The cause of the reported pericardial effusion remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.